Event description:
The pt alleges that his devcie "became dysfunctional and began to rupture with said rupture continuing until this date," 10/28/96. A revision surgery has not be determined at this time. Add'l lot/serial numbers: 5295m 003.